Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery and atrophy under the cuff was identified. All components were removed and replaced. The explanted cuff was 6.0 cm and the new cuff was 4.0 cm. There were no performance issue with the explanted aus. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy under the cuff cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy under the cuff cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery and atrophy under the cuff was identified. All components were removed and replaced. The explanted cuff was 6.0 cm and the new cuff was 4.0 cm. There were no performance issue with the explanted aus. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy under the cuff and incontinence cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: risk review and labeling review identified that the adverse events of atrophy and incontinence are known risk of the device. The allegations of atrophy and incontinence are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to atrophy and incontinence, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A surgery was performed and atrophy under the cuff was identified. All components were removed and replaced. There were no performance issue with the explanted aus, but the cuff was downsized from 6.0 cm to 4.0 cm. The previous cuff was initially placed in the correct location and was the correct size. The patient had a good outcome following the surgery.